Event description:
A call to technical services was made on 10/11/2013 stating that patient was admitted due to dizziness. There was noise on ra lead. The impedance was 290/230 bipolar/ unipolar. Also noted 7 a tr episodes stored inappropriately due to noise since last check on aug 26 2013. Reported that patient has been in atr 75% of time. The longest atr episode has been overwritten. Patient had history of atrial fibrillation. They were able to reproduce noise with patient isometrics. Atrial pace thresholds .9 v @ .0.5ms. This lead was implanted on 7/1/2002 and is still in active use. The physician was dr. Amin at atlanta heart associates. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).